Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via phone call that the customer stated that she was getting a calibration error and it said to remove the sensor. Customer is aware of the fact that she was calibrating too many times. Customer now calibrates before eating 3-4 times a day. Customer also mentioned that her blood glucose was low at 35 mg/dl but her sensor glucose value was 98.